Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported a right side "inflammation and feeling sick every day," "hard, pain, and encapsulated, and right-side "leaking gel in body" confirmed via ultrasound. Healthcare professional later reported capsular contracture baker grade "IV" and exchange textured to smooth implants due to the patients concern with the products. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported right side "inflammation and feeling sick every day," "hard, pain, and encapsulated, and right-side "leaking gel in body". Healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: gel leak.

Event description:
Patient reported, a right side "inflammation and feeling sick every day". "Hard, pain and encapsulated. And right side "leaking gel in body". Device remains implanted.

Event description:
Patient reported right side "inflammation and feeling sick every day," "hard, pain, and encapsulated, and right-side "leaking gel in body". Healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. ¿ gel bleed: not observed. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were observe. None of the observations are found to be potentially related to the manufacturing process.